Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The patient was treated with and unspecified medication for the event and was discharged from the hospital. At the time of this report, the patient was fully recovered and pd therapy was ongoing. Additional information is not available.